Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited noise. The lead was capped. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.